Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2015 with a blood glucose over 300 mg/dl. Caller stated that the cannula was bent when it was removed. Customer was vomiting and was hospitalized due to her high blood glucose. Customer was wearing the pump at the time of the hospitalization. Customer was released on (B)(6) 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.